Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; however, a photo was received for evaluation. Visual inspection on the returned photos could not confirm the reported flow problem. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during infusion of 0.9% sodium chloride and cephazolin. There were no obvious kinks in the line and fluid had been flowing normally with no crystallization or color changes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.